Manufacturer narrative:
It is unknown if the device will be returning for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date during the weekend of (B)(6) 2019 and involved a primary plumset that leaked chemotherapy during infusion. The leak was noted coming out of the two holes located on the back of the filter, the side that is opposite of the ¿ripples¿. There was no visible defect noted. There is no report of adverse event.